Manufacturer narrative:
Internal complaint number: complaint: (B)(4).

Event description:
The patient's nursing facility reported that the patient had expired. The cause of death and date of death are unknown.